Manufacturer narrative:
The explanted devices was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.